Manufacturer narrative:
On 12/2/2020, the product investigation was completed it was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub occurred. Despite flushing from the side port and draining to eliminate the bubble, the bubble did not come out. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the device was visually inspected and it was found in good conditions. Then, irrigation test was performed and device was leaking. Device was dissected and it was found leaking from the shaft on the handle area. A device history record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the leaking inside the handle can not be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/26/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub occurred. Despite flushing from the side port and draining to eliminate the bubble, the bubble did not come out. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The air in the hub is an MDR-reportable issue.